Manufacturer narrative:
Correction: b5, h6.

Event description:
It was reported that the patient was brought to the emergency room after the patient had a fall, lost consciousness and hit his head on ground. Upon interrogation, it was noted that the pacemaker went into backup vvi mode due to event queue overflow. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient was admitted in the hospital. Upon interrogation, it was noted that the pacemaker went into backup vvi mode due to event queue overflow. Programming changes were made. The patient was stable.